Event description:
A pt connected to a ventilator (using the neurally adjusted ventilatory assist (nava) mode) by means of an edi catheter, could not be fed. There was a leak in the catheter's feeding line. The problem was discovered after the initial insertion of the catheter. The pt did not suffer any injury/adverse effects as a result of the leak. After the catheter was removed, an air leak was also detected. (B)(4).

Manufacturer narrative:
The edi catheter has been received and it has been found with a hole located 15.5 cm from the distal tip. The hole caused the reported leakage. The investigation is ongoing and a supplemental medwatch will be provided when the investigation is concluded. (B)(4).